Event description:
It was reported that a leak alarm was detected during pre-use check. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.